Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information when opening a catheter, the distal end broke at the junction with the balloon. It could therefore not be used.